Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation of a left anterior descending (lad) artery. The patient presented in critical condition. An unspecified stent caused a perforation in the lad and a 2.8 x 16 mm graftmaster was deployed to seal the perforation. The patient was transferred to the critical care unit (ccu) in critical condition. The graftmaster appeared to have initially sealed the perforation; however, the patient had pericardial effusion and tamponade, that continued to drain while in the ccu and the patient was given 12 units of blood. The patient went into cardiogenic and hemorrhagic shock. Pulseless electrical arrest occurred. There was a do not resuscitate order and the patient died on (B)(6). No additional information was provided.